Manufacturer narrative:
Device will be returned. If the device or additional information becomes available, it will be reported on a supplemental report.

Event description:
It was reported, we had problems with screw pick up, insertion and final tightening. The threads on the blade appear to be twisted due to torque. A torque limiter would help.